Event description:
Patient arrived at the hospital on (B)(6) 2024 with low flow alarms and noted decreases in power. Flows 1-0.7, power 2.3. Pt takes coumadin as ordered. Ldh baseline 150-180. Pfhgb baseline 10-20. Heparin started. Intravenous fluids given. Pt pulsatile. There is a significant change to right heartcath numbers from (B)(6) 2023 to (B)(6) 2024 indicating possible thrombus. On (B)(6) urine cherry red. On (B)(6) 2024 large melena. Heparin stopped. Power increased greater than 6. Speed adjusted down to 3200 with power now in 5s and flows in 4s. Not an explant re-implant candidate. No hemolysis noted by discharge with ldh 328. Low does coumadin restarted at discharge. Pt admitted again on (B)(6) 2024 due to change in sound in vad on (B)(6), and one episode tea colored urine on (B)(6). Ldh 1078 on admission and pfhgb of 78. Vad flows 4.3 and power 5.9. Vad speed slowed to 3000 with improvement in ldh by discharge to 668. Patient admitted (B)(6) 2024 with low flow alarms and abnormal pulsatity waveforms. Ldh 759; t-bili 2.1; alt 127; ast 343. Increase of ldh, t­ bili, alt and ast on (B)(6) 2024. Heparin and inotropes started. Echo with no significant change in lvid'd and flows with speed change. On (B)(6) with noted frequent vad alarms. Tpa administered with decrease in flows and powers. On (B)(6) vad with return of high flows and powers. Pt death on (B)(6).